Manufacturer narrative:
The event date is believed to be between (B)(6) 2020.

Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop caused under delivery. The customer noticed the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6 percent. There were no adverse events reported.